Event description:
Healthcare professional reported a rupture and capsular contracture baker grade IV. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and capsular contracture grade IV. The reported event or events are physiological complications (capsular contracture grade IV), and device analysis typically does not help allergan determine the cause.